Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not acquiring ap waveforms. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm used his fiber-optic tester with the bp adapter and received a signal. The stm used the customer's bp adapter and there was no signal. The stm confirmed the bp adapter cable had a broken internal wire and replaced it. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6). Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was not acquiring ap waveforms. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.